Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic via remote transmission on (B)(6) 2021. Review of the transmission revealed that there was signal artifact noted on the atrial lead causing inappropriate mode switching episodes. Programming changes were not performed for the lead. The patient was in stable condition.